Manufacturer narrative:
It was reported that a patient was implanted with a trapease inferior vena cava (ivc) filter. The information received indicated that approximately eight years and five months post implant, the patient was diagnosed with bilateral extensive deep vein thrombosis (dvt), ileocaval thrombosis and acute kidney injury due to occluded ivc filter. This required the patient to undergo several thrombectomy/thrombolysis procedures of the ivc and below via ekos with tissue plasminogen activator (tpa) and stent placement. The patient has experienced hospitalization of approximately one month and has continued to experience thrombosis in and below the ivc filter causing pain, swelling, and dvts. According to the medical records the patient had a medical history of hypothyroidism, umbilical hernia and hyperlipidemia. Prior to the index procedure, the patient underwent laparoscopic repair of a partially incarcerated umbilical hernia with mesh. A week post umbilical hernia repair, the patient was admitted for complications of postoperative ileus and then presented with right lower extremity swelling and chest pain. Examination showed a right lower extremity deep vein thrombosis (dvt), a right mainstream pulmonary embolus (pe) and multiple other extensive pulmonary emboli within the pulmonary vasculature. The indication for the filter implant right lower extremity dvt and extensive bilateral pe. The right internal jugular vein was accessed with a micropuncture set under sonographic guidance, and a catheter was advanced into the lower inferior vena cava (ivc). An inferior venacavogram was performed showing the ivc within normal limits with no evidence of ivc thrombus. The ivc was measured, and the level of the renal veins was identified. The trapease ivc filter was deployed below the level of the renal veins. The follow-up inferior venacavogram showed the filter in good position. The patient tolerated the procedure well with no immediate complication. Approximately a year post implant, the patient had an office visit for headache, and about four months later, was seen for earache, and was diagnosed with wax build up (cerumen impaction) and allergic rhinitis. A month after, the patient was seen for sore throat, cough, congestion and diagnosed with laryngopharyngitis. Approximately a year and eleven months post implant, the patient was seen for tingling and discoloration of bilateral lower extremities and was diagnosed with schamberg¿s disease. Twenty days later, the patient underwent a neurology consult for tingling in legs and an electromyography (emg) and nerve conduction velocity (ncv) was performed finding neurophysiological evidence of axonal sensorimotor neuropathy with possible right l5-s1 radiculopathy. Almost two months after the consult, the patient was again seen for numbness, tingling, burning to feet and diagnosed with neuropathy and was evaluated for headache following a fall on ice. Approximately three years post implant, the patient was diagnosed with acute laropharyngitis and erectile dysfunction. About four months later presented an ingrown hair in the right axilla and was diagnosed with hidradenitis. A week later was treated with testosterone shots and for the abscess in the right axilla. About five months later was treated for acute laryngopharyngitis for symptoms of cough sore throat and congestion. About a month later the patient was diagnosed with superficial spontaneous hemorrhage, hypogonadism with erectile dysfunction after being seen for left infraorbital tender and discolored and for difficulty maintaining an erection. Approximately four years and three months post implant, the patient developed cough and congestion and left heel pain and was diagnosed with sinusitis, and nine months later, was found to have prostate hypertrophy. Five years and five months post implant, the patient had an office visit follow up for hypertension, and elven days later was evaluated for a non-healing wound and diagnosed with cellulitis of the left lower leg. The patient also had several follow up visits related to cellulitis and evaluation of right lower leg infection. About six years and two months post implant the patient was seen for cough and congestion and diagnosed with acute respiratory infection and was referred to an allergist for acute facial swelling, hives and angioedema and was diagnosed ten months later with chronic recurrent autoimmune angioedema. Seven years and four months post implant, the patient was seen for flu like symptoms and diagnosed with influenzal bronchitis; five months later was diagnosed with a viral upper respiratory infection. Eight years and two months post implant the patient presented with posterior left knee pain after standing for long periods. Ultrasound showed no evidence of dvt. The patient was discharged with a diagnosis of bakers cyst. Two months later, the patient was seen for left knee pain and an x-ray showed moderate arthritis and physical therapy was prescribed. Medical history at the time included umbilical hernia, hyperglycemia, neuropathy, l5-s1 radiculopathy and pernicious anemia. Approximately eight years and five months post implant the patient was admitted with vasovagal syncope. The patient had experienced abdominal cramps, weakness, decreased appetite, and nausea and was also in a leg brace due to torn ligaments of the left knee sustained after falling from a tree three weeks earlier. The patient was admitted for almost a month, and during the hospital course the patient had an abdominal and pelvic computerized tomography (CT) scan that reported an infrarenal ivc filter in place in addition to a small fat containing bilateral inguinal hernias, colonic diverticulosis, enlarged prostate and retroperitoneal lymphadenopathy. An ultrasound of the left lower extremity revealed extensive dvt of the left lower extremity. Thrombus was noted to be present within the left common femoral, left superficial femoral, left popliteal and greater saphenous veins. Thrombus was also observed in the right common femoral, superficial femoral, and popliteal veins. A CT scan of the brain was performed due to syncope and it was negative. A CT scan of the cervical spine revealed spondylosis and no fractures. The patient developed acute kidney injury post catheter assisted thrombolysis (ekos) with tissue plasminogen activator (tpa). Penumbra thrombectomy was done on the occluded ivc filter with excellent flow, and status post a tunnel catheter for dialysis was placed. Additionally, status post bilateral iliac stents were placed via barrel fashion through the ivc filter for left femoral vein thrombosis to popliteal vein, and thrombectomy of ileocaval system was performed with excellent flow. The patient developed thrombosis of left iliac/femoral/popliteal vein status post venogram and a thrombectomy/lysis was performed. A renal ultrasound revealed hydronephrosis, moderate on the right and mild on the left and the patient underwent placement of temporary dialysis catheters due to renal failure; those were removed prior to discharge. About a month after being discharged, the patient had a follow up visit status post venography and the post venous ultrasound showed evidence of chronic dvt changes nonflow limiting to the left common to left popliteal vein. About a month later the patient was seen again for a follow-up after being hospitalized for acute kidney injury related to acute tubular necrosis from hypotension. The patient had an extensive dvt with question of renal vein thrombosis. The patient was on hemodialysis for a short time. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient, vessel characteristics and pharmacological factors may have contributed to these events. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in swelling and pain of the affected extremity. Ivc filters are not indicated for use in the prevention of dvt. Kidney injury was reported and is most likely related the clotting issues the patient experienced. Review of the information provided does not suggest that there is a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient was implanted with a trapease inferior vena cava (ivc) filter. Approximately eight years and five months after the implantation, the patient was hospitalized and diagnosed with bilateral extensive deep vein thrombosis (dvt), ileocaval thrombosis and acute kidney injury due to occluded ivc filter and was required to undergo several thrombectomy/thrombolysis procedures of the ivc and below via ekos with tissue plasminogen activator (tpa) and stent placement. The patient has experienced significant health complications and has required extensive health care since the implantation of the ivc filter, including but not limited to hospitalization of approximately one month due to the health complications and injuries caused by the trapease ivc filter, and has continued to experience thrombosis in and below the trapease ivc filter causing pain, swelling, dvts and other injuries. As a direct and proximate result of the failure of the ivc filter, and the complications it created, the patient suffered pain and suffering, disability, disfigurement, mental anguish, loss of capacity for enjoyment of life, expense of medical care and treatment, and will require ongoing medical care and monitoring. Review of the medical records revealed a medical history of hypothyroidism, umbilical hernia and hyperlipidemia. Prior to the index procedure, the patient underwent laparoscopic repair of a partially incarcerated umbilical hernia with mesh. A week post umbilical hernia repair, the patient was admitted for complications of postoperative ileus and then presented with right lower extremity swelling and chest pain. Examination showed a right lower extremity deep vein thrombosis (dvt), a right mainstream pulmonary embolus (pe) and multiple other extensive pulmonary emboli within the pulmonary vasculature. Per the implant records, the filter was indicated as the patient was reported to have a history of right lower extremity deep venous thrombosis (dvt) and extensive bilateral pe. The right internal jugular vein was accessed with a micropuncture set under sonographic guidance, and a catheter was advanced into the lower inferior vena cava (ivc). An inferior venacavogram was performed showing the ivc within normal limits with no evidence of ivc thrombus. The ivc was measured, and the level of the renal veins was identified. The trapease ivc filter was deployed below the level of the renal veins. The follow-up inferior venacavogram showed the filter in good position. The patient tolerated the procedure well with no immediate complication. About a year after the filter was implanted, the patient had an office visit for headache, and about four months later, was seen for earache, and was diagnosed with wax build up (cerumen impaction) and allergic rhinitis. A month after, the patient was seen for sore throat, cough, congestion and diagnosed with laryngopharyngitis. About a year and eleven months after the filter was implanted, the patient was seen for tingling and discoloration of bilateral lower extremities and was diagnosed with schamberg¿s disease. Twenty days later, the patient underwent a neurology consult for tingling in legs and an electromyography (emg) and nerve conduction velocity (ncv) was performed finding neurophysiological evidence of axonal sensorimotor neuropathy with possible right l5-s1 radiculopathy. Almost two months after the consult, the patient was again seen for numbness, tingling, burning to feet and diagnosed with neuropathy and was evaluated for headache following a fall on ice. About three years after the filter was implanted, the patient was diagnosed with acute laropharyngitis and erectile dysfunction. About four months later presented an ingrown hair in the right axilla and was diagnosed with hidradenitis. A week later was treated with testosterone shots and for the abscess in the right axilla. About five months later was treated for acute laryngopharyngitis for symptoms of cough sore throat and congestion. About a month later the patient was diagnosed with superficial spontaneous hemorrhage, hypogonadism with erectile dysfunction after being seen for left infraorbital tender and discolored and for difficulty maintaining an erection. Approximately four years and three months after implantation, the patient developed cough and congestion and left heel pain and was diagnosed with sinusitis, and nine months later, the patient complaint of urinary frequency and was found to have prostate hypertrophy. Five years and five months after implantation, the patient had an office visit follow up for hypertension, and elven days later was evaluated for a non-healing wound and diagnosed with cellulitis of the left lower leg. The patient also had several follow up visits related to cellulitis and evaluation of right lower leg infection. About six years and two months after the filter was implanted the patient was seen for cough and congestion and diagnosed with acute respiratory infection and was referred to an allergist for acute facial swelling, hives and angioedema and was diagnosed ten months later with chronic recurrent autoimmune angioedema seven years and four months after the filter was implanted, the patient was seen for flu like symptoms and diagnosed with influenzal bronchitis; five months later was diagnosed with a viral upper respiratory infection. Eight years and two months after implantation the patient presented with posterior left knee pain after standing for long periods. Ultrasound showed no evidence of dvt. The patient was discharged with a diagnosis of bakers cyst. Two months later, the patient was seen for left knee pain and an x-ray showed moderate arthritis and physical therapy was prescribed. Medical history at the time included umbilical hernia, hyperglycemia, neuropathy, l5-s1 radiculopathy and pernicious anemia, approximately eight years and five months post implant the patient was admitted with vasovagal syncope. The patient had experienced abdominal cramps, weakness, decreased appetite, and nausea and was also in a leg brace due to torn ligaments of the left knee sustained after falling from a tree three weeks earlier. The patient was admitted for almost a month, and during the hospital course the patient had an abdominal and pelvic computerized tomography (CT) scan that reported an infrarenal ivc filter in place in addition to a small fat containing bilateral inguinal hernias, colonic diverticulosis, enlarged prostate and retroperitoneal lymphadenopathy. An ultrasound of the left lower extremity revealed extensive dvt of the left lower extremity. Thrombus was noted to be present within the left common femoral, left superficial femoral, left popliteal and greater saphenous veins. Thrombus was also observed in the right common femoral, superficial femoral, and popliteal veins. A CT scan of the brain was performed due to syncope and it was negative. A CT scan of the cervical spine revealed spondylosis and no fractures. The patient developed acute kidney injury post catheter assisted thrombolysis (ekos) with tissue plasminogen activator (tpa). Penumbra thrombectomy was done on the occluded ivc filter with excellent flow, and status post a tunnel catheter for dialysis was placed. Additionally, status post bilateral iliac stents were placed via barrel fashion through the ivc filter for left femoral vein thrombosis to popliteal vein, and thrombectomy of ileocaval system was performed with excellent flow. The patient developed thrombosis of left iliac/femoral/popliteal vein status post venogram and a thrombectomy/lysis was performed. A renal ultrasound revealed hydronephrosis, moderate on the right and mild on the left and the patient underwent placement of temporary dialysis catheters due to renal failure; those were removed prior to discharge. About a month after being discharged, the patient had a follow up visit status post venography and the post venous ultrasound showed evidence of chronic dvt changes nonflow limiting to the left common to left popliteal vein. About a month after the follow up visit the patient was seen again for a follow-up after being hospitalized for acute kidney injury related to acute tubular necrosis from hypotension. The patient had an extensive dvt with question of renal vein thrombosis. The patient was on hemodialysis for a short time.

Manufacturer narrative:
It was reported that a patient was implanted with a trapease inferior vena cava (ivc) filter. The information received indicated that approximately eight years and five months post implant, the patient was diagnosed with bilateral extensive deep vein thrombosis (dvt), ileocaval thrombosis and acute kidney injury due to occluded ivc filter. This required the patient to undergo several thrombectomy/thrombolysis procedures of the ivc and below via ekos with tissue plasminogen activator (tpa) and stent placement. The patient has experienced hospitalization of approximately one month and has continued to experience thrombosis in and below the trapease ivc filter causing pain, swelling, dvts and other injuries. The indication for the filter placement, procedural details and medical history has not been provided and there is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without films of the index procedure or post implant imaging, the reported blood clots, clotting and/or occlusion of the ivc could not be confirmed or further clarified at this time. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient, vessel characteristics and pharmacological factors may have contributed to these events. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in swelling and pain of the affected extremity. Ivc filters are not indicated for use in the prevention of dvt. Kidney injury was reported, due to the nature of the complaint the event could not be further clarified but may be related to patient or pharmacological issues. With the limited information provided it is not possible to establish a relationship between the reported events and the device. Review of the information provided does not suggest that there is a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient was implanted with a trapease inferior vena cava (ivc) filter. Approximately eight years and five months after the implantation, the patient was hospitalized and diagnosed with bilateral extensive deep vein thrombosis (dvt), ileocaval thrombosis and acute kidney injury due to occluded ivc filter and was required to undergo several thrombectomy/thrombolysis procedures of the ivc and below via ekos with tissue plasminogen activator (tpa) and stent placement. The patient has experienced significant health complications and has required extensive health care since the implantation of the ivc filter, including but not limited to hospitalization of approximately one month due to the health complications and injuries caused by the trapease ivc filter, and has continued to experience thrombosis in and below the trapease ivc filter causing pain, swelling, dvts and other injuries. As a direct and proximate result of the failure of the ivc filter, and the complications it created, the patient suffered pain and suffering, disability, disfigurement, mental anguish, loss of capacity for enjoyment of life, expense of medical care and treatment, and will require ongoing medical care and monitoring.